Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is complete.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select an energy level via the front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.